Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. .

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, user informed the technical support engineer (tse) that the previously reporter recoverable error 32056 reoccurred, and the user disabled the universal surgical manipulator (usm)2 to resolve the issue. The user continued with the procedure using the remaining 3 usms without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue on (B)(6) 2025 was detected during procedure and they had to disable the arm and complete the procedure with 3 arms. After this event, the error appeared again every time the system was turned on for the next 3 surgeries (one on the same day and two on the next day).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information: a review with a nurse present on the day of the arm malfunction confirmed that although the incident was initially reported as occurring during the procedure because the patient was already anesthetized, the surgery had not started, and ports had not been placed. There was no harm to the patient during this surgery. On all subsequent occasions, the error occurred before the surgery began and before port placement, allowing surgeries to be scheduled specifically with only three arms. None of the patients involved in these surgeries experienced harm.

Event description:
Refer to h11 for follow-up information.